Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered an alert due to the minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). The related right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms, and oversensing of noise. The stored electrogram shows ventricular noise at the time of the sam episode, and high, out of range impedances. Additional stored non-sustained ventricular tachycardia events demonstrate rv lead noise. Technical services were consulted and upon further review, it was also determined that the over sensed ventricular noise resulted in pacing inhibition. Further in office review of the lead was recommended. It was noted that the mv sensor remains disabled; however, the accelerometer feature remains programmed on for rate responsive pacing. The lead measurements are stable, and the battery status is ok. No adverse patient effects were reported. This pacemaker remains implanted and in service. Additional information: a request was submitted to the field representative to obtain additional details regarding the status of this event. The field representative indicated that no direct intervention has been performed at this time. The patient remains on latitude (remote monitoring) which shows no further lead noise since the minute ventilation has been disabled. The daily measurements show stable lead impedance. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker triggered an alert due to the minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). The related right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms, and oversensing of noise. The stored electrogram shows ventricular noise at the time of the sam episode, and high, out of range impedances. Additional stored non-sustained ventricular tachycardia events demonstrate rv lead noise. Technical services were consulted and upon further review, it was also determined that the over sensed ventricular noise resulted in pacing inhibition. Further in office review of the lead was recommended. It was noted that the mv sensor remains disabled; however, the accelerometer feature remains programmed on for rate responsive pacing. The lead measurements are stable, and the battery status is ok. No adverse patient effects were reported. This pacemaker remains implanted and in service.